Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at ¿01:45¿, she obtained results of ¿52, 54, 55 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and at 12 pm on (B)(6) 2015 she took 45 units of lantus insulin. The patient claimed that ¿10 minutes¿ after the meter issue occurred, she developed a symptom of ¿shaking¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.